Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the fossa component was removed due to dislocation.

Event description:
It was reported that the fossa component was removed due to dislocation.

Manufacturer narrative:
The reported event can be confirmed as the surgeon provided the patient¿s post-operative CT scans that showed the right and left fossa components were removed and the patient had an open bite. The surgeon and engineering department confirmed, the mandibular components were mispositioned, which was the main reason for the device's dislocation. The device has no problem; it is functional and meets all specifications. Thus, the root cause of this event was inadequate surgical technique. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.